Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), device expulsion ("a portion of essure coil is visible within the myometrium within the left uterine cornu (split for coding)"), embedded device ("a portion of essure coil is visible within the myometrium within the left uterine cornu (split for coding)"), genital haemorrhage ("abnormal bleeding") and pyrexia ("I was hospitalized for three days for fever right after hysterectomy") in a 52-year-old female patient who had essure (ess205) (batch no. 12258758, 12258758) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation, gerd and smear cervix abnormal. Previously administered products included for prevent pregnancy: ortho novum in 1997. Concurrent conditions included overweight, glaucoma, conjunctivitis, pelvic floor muscle weakness, lichen sclerosus, irritable bowel syndrome, esophageal polyp, colonic polyp, acute sinusitis, hay fever, multiple allergies, skin lesion, back disorder, neck discomfort, urinary tract disorder, hip bursitis, pneumonia, cyst breast, bronchitis, yeast infection, dysfunctional uterine bleeding, cystadenofibroma of fallopian tube, vaginal haemorrhage and pelvic discomfort. Concomitant products included antibiotics, antidepressants, latanoprost and sennoside a+b (laxative). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2016, 12 years 5 months after insertion and 3 days after removal of essure (ess205), the patient experienced infection ("infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pyrexia (seriousness criterion hospitalization), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), uterine leiomyoma ("uterine fibroids cysts"), anaemia ("anemia"), abdominal pain ("abdominal pain") and uterine cyst ("uterine cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (ablation), surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, device expulsion, embedded device, genital haemorrhage, pyrexia, allergy to metals, dysmenorrhoea, fatigue, uterine leiomyoma, anaemia, infection, abdominal pain and uterine cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, infection, menorrhagia, pelvic pain, pyrexia, uterine cyst, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), I was hospitalized for three days for fever right after hysterectomy, nickel allergy, dysmenorrhea(cramping), fatigue, uterine fibroids cysts, anemia, infection, abdominal pain. Events per mr: essure coil is visible within the myometrium within the left uterine cornu, essure coil is identified within the fallopian tube ostia of the right uterine cornu and very small portion of essure coil is identified at the isthmus/ portion of essure within the myometrium/ essure coil within the fallopian tube ostia. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), device expulsion ("a portion of essure coil is visible within the myometrium within the left uterine cornu (split for coding)"), uterine perforation ("a portion of essure coil is visible within the myometrium within the left uterine cornu (split for coding)/ left devices appears perforated through the uterus"), genital haemorrhage ("abnormal bleeding") and post procedural fever ("I was hospitalized for three days for fever right after hysterectomy") in a 52-year-old female patient who had essure (ess205) (batch no. 12258758) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation, gerd and smear cervix abnormal. Previously administered products included for prevent pregnancy: ortho novum in 1997. Concurrent conditions included overweight, glaucoma, conjunctivitis, pelvic floor muscle weakness, lichen sclerosus, irritable bowel syndrome, esophageal polyp, colonic polyp, acute sinusitis, hay fever, multiple allergies, skin lesion, back disorder, neck discomfort, urinary tract disorder, hip bursitis, pneumonia, cyst breast, bronchitis, yeast infection, dysfunctional uterine bleeding, cystadenofibroma of fallopian tube, vaginal haemorrhage and pelvic discomfort. Concomitant products included antibiotics, antidepressants, latanoprost and sennoside a+b (laxative). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2016, 12 years 5 months after insertion and 3 days after removal of essure (ess205), the patient experienced infection ("infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post procedural fever (seriousness criterion hospitalization), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), the first episode of uterine cyst ("uterine fibroids cysts"), anaemia ("anemia"), abdominal pain ("abdominal pain") and the second episode of uterine cyst ("uterine cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (ablation), surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, device expulsion, uterine perforation, genital haemorrhage, post procedural fever, allergy to metals, dysmenorrhoea, fatigue, anaemia, infection, abdominal pain and the last episode of uterine cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, infection, menorrhagia, pelvic pain, post procedural fever, uterine perforation, vaginal haemorrhage, the first episode of uterine cyst and the second episode of uterine cyst to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet and medical record- event left devices appears perforated through the uterus was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / constant burning pain in my lower pelvic area'), menorrhagia ('abnormal bleeding (menorrhagia)/ very heavy periods'), device expulsion ('a portion of essure coil is visible within the myometrium within the left uterine cornu (split for coding)'), uterine perforation ('a portion of essure coil is visible within the myometrium within the left uterine cornu (split for coding)/ left devices appears perforated through the uterus'), genital haemorrhage ('abnormal bleeding') and post procedural fever ('I was hospitalized for three days for fever right after hysterectomy') in a 52-year-old female patient who had essure (ess205) (batch no. 12258758) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, gerd and smear cervix abnormal. Previously administered products included for prevent pregnancy: ortho novum. Concurrent conditions included overweight, glaucoma, conjunctivitis, pelvic floor muscle weakness, lichen sclerosus, irritable bowel syndrome, esophageal polyp, colonic polyp, acute sinusitis, hay fever, multiple allergies, skin lesion, back disorder, neck discomfort, urinary tract disorder, hip bursitis, pneumonia, cyst breast, bronchitis, yeast infection, dysfunctional uterine bleeding, cystadenofibroma of fallopian tube, vaginal haemorrhage and pelvic discomfort. Concomitant products included antibiotics, antidepressants, latanoprost and sennoside a+b (laxative). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced infection ("infection"), 12 years 5 months after insertion and 3 days after removal of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/still having some spotting"), post procedural fever (seriousness criterion hospitalization), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), uterine cyst ("uterine fibroids cysts"), anaemia ("anemia"), abdominal pain ("abdominal pain"), depression ("my depression problem started long before that"), insomnia ("having trouble sleeping"), gastroenteritis viral ("stomach flu here has been rampant"), malaise ("sick of feeling bad"), ovarian cyst ("an ovarian cyst"), stress ("stress is delaying my recovery"), polymenorrhoea ("short cycle"), abdominal distension ("bloating"), vaginal odour ("an odor"), urinary tract infection ("diagnosed with a uti"), anxiety ("im pretty anxious"), gastrointestinal pain ("my gi tract is so sensitive"), headache ("headed out"), anger ("a angry the last few days"), feeling abnormal ("sick of feeling bad and missing out"), menopause ("perimenopausal") and constipation ("if I take medicine for sleeping/pain, it makes me constipated / ") and was found to have blood iron decreased ("iron level dec"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, device expulsion, uterine perforation, genital haemorrhage, vaginal haemorrhage, post procedural fever, allergy to metals, dysmenorrhoea, fatigue, uterine cyst, anaemia, infection, abdominal pain, depression, insomnia, gastroenteritis viral, malaise, ovarian cyst, stress, polymenorrhoea, abdominal distension, vaginal odour, urinary tract infection, anxiety, gastrointestinal pain, headache, anger, feeling abnormal, blood iron decreased, menopause and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anaemia, anger, anxiety, blood iron decreased, constipation, depression, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, gastroenteritis viral, gastrointestinal pain, genital haemorrhage, headache, infection, insomnia, malaise, menopause, menorrhagia, ovarian cyst, pelvic pain, polymenorrhoea, post procedural fever, stress, urinary tract infection, uterine cyst, uterine perforation, vaginal haemorrhage and vaginal odour to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: a small amount of postoperative fluid as expected. Subcutaneous emphysema. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones reported via social media: depression, insomnia, gastroenteritis viral, vaginal odour, stress, stress is delaying my recovery, malaise, polymenorrhoea, abdominal distension, urinary tract infection, ovarian cyst, anxiety, anger, feeling abnormal, headache, menopause, blood iron decreased, gastrointestinal pain, constipation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media case received: new events: my depression problem started long before that, having trouble sleeping, stomach flu here has been rampant, an odor, sick of feeling bad, short cycle, bloating, diagnosed with a uti, an ovarian cyst, im pretty anxious, headed out, gi tract so sensitive, angry, iron level below 5 were added. New reporter were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), device expulsion ("a portion of essure coil is visible within the myometrium within the left uterine cornu (split for coding)"), embedded device ("a portion of essure coil is visible within the myometrium within the left uterine cornu (split for coding)"), genital haemorrhage ("abnormal bleeding") and post procedural fever ("I was hospitalized for three days for fever right after hysterectomy") in a 52-year-old female patient who had essure (ess205) (batch no. 12258758) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation, gerd and smear cervix abnormal. Previously administered products included for prevent pregnancy: ortho novum in 1997. Concurrent conditions included overweight, glaucoma, conjunctivitis, pelvic floor muscle weakness, lichen sclerosus, irritable bowel syndrome, esophageal polyp, colonic polyp, acute sinusitis, hay fever, multiple allergies, skin lesion, back disorder, neck discomfort, urinary tract disorder, hip bursitis, pneumonia, cyst breast, bronchitis, yeast infection, dysfunctional uterine bleeding, cystadenofibroma of fallopian tube, vaginal haemorrhage and pelvic discomfort. Concomitant products included antibiotics, antidepressants, latanoprost and sennoside a+b (laxative). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2016, 12 years 5 months after insertion and 3 days after removal of essure (ess205), the patient experienced infection ("infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post procedural fever (seriousness criterion hospitalization), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), the first episode of uterine cyst ("uterine fibroids cysts"), anaemia ("anemia"), abdominal pain ("abdominal pain") and the second episode of uterine cyst ("uterine cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (ablation), surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, device expulsion, embedded device, genital haemorrhage, post procedural fever, allergy to metals, dysmenorrhoea, fatigue, anaemia, infection, abdominal pain and the last episode of uterine cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, infection, menorrhagia, pelvic pain, post procedural fever, vaginal haemorrhage, the first episode of uterine cyst and the second episode of uterine cyst to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('a portion of essure coil is visible within the myometrium within the left uterine cornu (split for coding)/ left devices appears perforated through the uterus'), device expulsion ('a portion of essure coil is visible within the myometrium within the left uterine cornu (split for coding)'), pelvic pain ('pain / constatnt burning pain in my lower pelvic area'), menorrhagia ('abnormal bleeding (menorrhagia)/ very heavy periods/ clotting and heavy bleeding are definately side effect') and post procedural fever ('I was hospitalized for three days for fever right after hysterectomy') in a 52-year-old female patient who had essure (ess205) (batch no. 12258758) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, gerd and smear cervix abnormal. Previously administered products included for prevent pregnancy: ortho novum. Concurrent conditions included overweight, glaucoma, conjunctivitis, pelvic floor muscle weakness, lichen sclerosus, irritable bowel syndrome, esophageal polyp, colonic polyp, acute sinusitis, hay fever, multiple allergies, skin lesion, back disorder, neck discomfort, urinary tract disorder, hip bursitis, pneumonia, cyst breast, bronchitis, yeast infection, dysfunctional uterine bleeding, cystadenofibroma of fallopian tube, vaginal haemorrhage and pelvic discomfort. Concomitant products included antibiotics, antidepressants, drugs for constipation and latanoprost. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/still having some spotting"), dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain ("abdominal pain/I am very sore, top of my abdomen is very sore"). In (B)(6) 2006, the patient experienced uterine cyst ("uterine fibroids cysts"). In (B)(6) 2006, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced infection ("infection"), 12 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), post procedural fever (seriousness criterion hospitalization), the first episode of anaemia ("anemia"), depression ("my depression problem started long before that"), difficulty sleeping ("having trouble sleeping"), gastroenteritis viral ("stomach flu here has been rampant"), the first episode of feeling abnormal ("sick of feeling bad"), ovarian cyst ("an ovarian cyst"), stress ("stress is delaying my recovery"), polymenorrhoea ("short cycle"), abdominal distension ("bloating/I just feel bloated "), vaginal odour ("an odor"), urinary tract infection ("diagnosed with a uti/I still have uti"), anxiety ("im pretty anxious"), gastrointestinal pain ("my gi tract is so sensitive"), headache ("headed out"), anger ("a angry the last few days"), the second episode of feeling abnormal ("sick of feeling bad and missing out/I feel worse"), menopause ("perimenopausal"), constipation ("if I take medicine for sleeping/pain, it makes me constipated / "), gastric disorder ("I've been having stomach issues"), fibrocystic breast disease ("I had problems with cystic breasts"), dyspepsia ("my heartburn comes today"), pain ("my body is hurting all over"), bone pain ("my old bones hurt"), upper respiratory tract infection ("uri turned into my stomach ailment"), depressed mood ("sad"), sleeplessness ("haven¿t been able to sleep"), vaginal discharge ("I have some odor and very light discharge"), fungal infection ("overrun with yeast with antibiotic"), abdominal pain lower ("lower abs are also screaming"), glaucoma ("glaucoma"), intervertebral disc protrusion ("I had herniated disc in my neck"), toothache ("powerful toothache"), thrombosis ("clotting and heavy bleeding are definately side effect"), the second episode of anaemia ("severe anemia"), pyrexia ("subsequently developed a fever"), nasopharyngitis ("regular cold"), sinus disorder ("sinus"), bronchitis ("bronchitis"), pneumonia ("pneumonia") and cough ("coughed a lot") and was found to have blood iron decreased ("iron level dec") and quality of life decreased ("not wanting to do house work. I¿m exhausted and have no ambition"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, menorrhagia, genital haemorrhage, vaginal haemorrhage, post procedural fever, allergy to metals, dysmenorrhoea, fatigue, uterine cyst, infection, abdominal pain, depression, difficulty sleeping, gastroenteritis viral, ovarian cyst, stress, polymenorrhoea, abdominal distension, vaginal odour, urinary tract infection, anxiety, gastrointestinal pain, headache, anger, the last episode of feeling abnormal, blood iron decreased, menopause, constipation, gastric disorder, fibrocystic breast disease, dyspepsia, pain, bone pain, upper respiratory tract infection, depressed mood, quality of life decreased, vaginal discharge, fungal infection, abdominal pain lower, glaucoma, intervertebral disc protrusion, toothache, thrombosis, the last episode of anaemia, pyrexia, nasopharyngitis, sinus disorder, bronchitis, pneumonia and cough outcome was unknown, the pelvic pain was resolving and the sleeplessness had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anger, anxiety, blood iron decreased, bone pain, bronchitis, constipation, cough, depressed mood, depression, device expulsion, difficulty sleeping, dysmenorrhoea, dyspepsia, fatigue, fibrocystic breast disease, fungal infection, gastric disorder, gastroenteritis viral, gastrointestinal pain, genital haemorrhage, glaucoma, headache, infection, intervertebral disc protrusion, menopause, menorrhagia, nasopharyngitis, ovarian cyst, pain, pelvic pain, pneumonia, polymenorrhoea, post procedural fever, pyrexia, quality of life decreased, sinus disorder, stress, thrombosis, toothache, upper respiratory tract infection, urinary tract infection, uterine cyst, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour, the first episode of anaemia, the first episode of feeling abnormal, sleeplessness, the second episode of anaemia and the second episode of feeling abnormal to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: a small amount of postoperative fluid as expected. Subcutaneous emphysema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and social media received: fu 4 and fu 5 proceeded together. New event stomach issues, cystic breasts, heartburn, body is hurting all over, old bones hurt, uri turned into my stomach ailment, sad, not wanting to do house work, exhausted and have no ambition, haven¿t been able to sleep, odor and very light discharge, overrun with yeast with antibiotic, lower abs are also screaming were added, reporters information was added. On (B)(6) 2019: follow up 5, 6, 7 was processed together social media received new events: herniated disc in neck, toothache, thrombosis, anemia, pyrexia, nasopharyngitis, sinus disorder, bronchitis, pneumonia, cough, glaucoma were added. Reporter was added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.